Event description:
Related manufacturer report number:1627487-2023-01274. It was reported that the patient had experienced an scs lead migration as well as one of the patient leads having been kinked. Surgical intervention was undertaken on (B)(6) 2023 wherein both of the patient's leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
A patients drg lead had impedances on every contact and the patient was experiencing ineffective relief was reported to abbott. One lead had high impedance. The leads were both replaced due to one lead having kinked and knotted and the other lead had migrated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.